Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. He cause of the high impedance was not determined but the patient's therapy impedance was normal. The patient had an appointment scheduled for the following week. No actions/interventions were taken to resolve the high impedances and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that they were doing stage 1 and 2 surgery at the same time right now. The caller stated that impedances showed elevated monopolar on 1 and 2, and bipolar on 0. 1. And 2. A new extension was used with the same results. It sounded like the caller stated impedances were ¿over 2200.¿ it was reviewed the patient could still get therapy with that value. It was also reviewed to check connections and set screws. The caller confirmed that the ins was in the pocket for testing. They didn¿t test the lead separately as they knew they had a good placement. It was reviewed to be rare to have an issue with the ins, but the caller would focus on connections and test impedances again. There were no further complications reported.